Event description:
Information received by minimed indicated that the customer had passed away on may 10, 2026 and the cause of death was heart attack. The customer experienced hyperglycemia with blood glucose value of 505 mg/dl. The hyperglycemia was treated with intravenous drip in hospital. The event involved products were unk_ngp, unomedical, unk_reservoir. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the event or not. It was unknown whether the customer using the auto mode / smart guard active at the time of event or not. No product return required for unomedical, unk_reservoir. Product return for unk_ngp is expected and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.